Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service and high impedance. Generator diagnostics showed lead impedance within normal limits for the explanted generator. The patient¿s lead was not replaced during the procedure as the surgeon does not work on vagus nerves. X-rays were not taken prior to replacement. No known surgical interventions for the lead have occurred to date. Review of the available programming and diagnostic history showed high impedance diagnostic results on (B)(4) 2014.